Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply to the table generator interface pcb (tgi) was adjusted to 5.1 vdc from 4.94 vdc. The fiber optic cable was evaluated and replaced. The fuses to the x-ray control panel were reseated. The kv controller pcb , associated battery and generic interface pcb were also evaluated and replaced. The system software was also upgraded to the latest revision. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.